Event description:
It was reported that the right ventricular (rv) lead was explanted due to a suspected lead conductor fracture confirmed by egm. Another rv lead was successfully placed. No adverse patient effects were reported.